Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded high out of range impedance measurements on the right ventricular (rv) channel. Technical services (ts) reviewed the device data and determined the impendence has reached intermittent high out of range measurements greater than 3000 ohms over the last months. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).